Event description:
In 2007, I went to my doctor for a physical. Approximately one hour later, I had to go to the emergency room at the hospital. When the person did my blood pressure, I felt an enormous amount of pressure. Afterward my arm became swollen. Enclosed is a picture of my arm a few days later. The company that made the blood pressure machine was welch allyn.

Event description:
My whole left arm became red from burst blood vessels. See scanned pages.